Event description:
It was reported that the patient's battery was prophylactically replaced to avoid in-vivo battery depletion. A catheter dye study was performed. No dye activity was noted in the spinal canal. A catheter occlusion was suspected. The catheter was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.